Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from the blue winged luer cap. The white drug residue was observed on the blue cap on the end of the primed line. The device contained fluorouracil 6400 mg. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between october 3-4, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed white drug residue located at the blue winged luer cap. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) instructs the user to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.